Manufacturer narrative:
Analysis was performed by the hospital equipment department. The results of the analysis indicate after they replaced the flow sensor, the equipment resumed normal operation. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty flow sensor. The issue was resolved by replacing the flow sensor and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported during an operation, the monitor generated an 'asphyxia' alarm, and the waveform was abnormal. The monitor was immediately replaced with no impact to the patient.